Event description:
The technician alleged that there are no functions from the composer interface board and the power light is off. No pt impact.

Manufacturer narrative:
The technician found corrosion on the composer interface board. The technician replaced the composer interface board to resolve the issue.